Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the surgical procedure, after the first needle deployed the second one fall off automatically. There is no report of patient injury as a result of this event. There was a reported surgical delay of less than 30 minutes, and that a back-up device was used to complete the procedure.

Manufacturer narrative:
Evaluation narrative - four fast-fix 360 curved needle delivery systems were returned for evaluation. Devices were returned in the same packaging. As a result it cannot be determined which device belongs with what complaint ((B)(4)). All four devices were returned without any ts or suture. Visual assessment of sample (a) shows the insertion needle is dramatically bent and twisted. Functional testing is prohibitive due to its condition. Visual assessment of sample (b) shows the insertion needle is dramatically bent. Functional testing is prohibitive due to its condition. Visual assessment of sample (c) shows the distal end of the depth limiter is damaged, this condition is consistent with over penetration which likely caused t2 to dislodge from needle during deployment of t1. Functional assessment found the device to cycle as intended. Visual assessment of sample (d) shows the depth limiter has been trimmed distally. Actuator is in its post t2 deployment position indicating a complete deployment. Functional assessment found the device to cycle as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).